Event description:
On (B)(6) 2012, the reporter contacted animas to report that on (B)(6) 2012 at 3:00 am, the patient obtained the elevated blood glucose reading of 333 mg/dl. At that time, the patient was "sick" with an illness. The patient noted she took a correcting bolus dose of 4.0 units insulin via the pump. The patient noted her hcp had instructed her to take half doses of insulin when the patient was ill. At 7:50 am, the patient experienced the symptoms of nausea, diarrhea, lightheadedness and she passed out in the bathroom. The patient did not seek any medical attention or treatment. The technical support representative contacted the patient to troubleshoot the pump and this issue, but was unable to reach her by telephone. No pump troubleshooting was performed; the issue was not resolved. The patient's technique was incorrect by taking the full bolus dose of insulin while she was ill, instead of the prescribed half dose. However, as the patient suffered symptoms suggesting severe hypoglycemia afterwards, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.